Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 8:00 am. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿317 mg/dl¿ with the subject meter compared to a result of ¿197 mg/dl¿ on his "ero" meter, performed more than 30 minutes apart of each other. The time difference between the readings exceeds lfs¿ criteria for a valid comparison the patient informed the csr that he manages his diabetes with insulin (on a sliding scale) and victoza and stated that he took his usual dose of medication immediately after obtaining the elevated result. The patient reported that on the same day at about 12-12:30 pm he developed symptoms of ¿shaking¿ and felt "thirsty". The patient reported treating himself with food and water to build up his sugar levels. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining the alleged inaccurate high result. The alleged inaccuracy issue could not be ruled out as a cause or contributor to the event.